Event description:
A quality issue related to abbott diabetes care (adc) device sterility was reported. Per the customer call, ¿the customer called to report a sensor pack that was with broken seal and had a bubble gum inside of the box¿ only, thus, no further information regarding the adc device with regards to the application and use of the adc device was reported. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.